Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into the reservoir compartment. No under delivery anomaly was noted during testing. Successfully downloaded pump history files and traces using thump software. Pump delivered 14 bolus deliveries on the event date of 12-may-2024 at 00:00:15.000 to 23:31:32.000. The daily total of bolus insulin delivered is 17.3 u on the event date of 12-may-2024 at 00:00:00.000 and 20.9 u on 13-may-2024. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. The following were also noted during visual inspection: scratched case, stained keypad overlay, corroded battery tube, and pillowing keypad overlay. Unable to verify customer's complaint for high bg's. Possible under delivery anomaly was not confirmed during testing. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced possible under delivery anomaly. The event involved product(s) mmt-332a, mmt-242a, mmt-1880. Troubleshooting was performed. And confirmed, the customer reported issue under delivery and high blood glucoses. No further patient complications were reported. No product return is required for mmt-332a, no product return is required for mmt-242a. Mmt-1880 was requested. And customer response was the device will be returned. Customer will discontinue using the pump.